Event description:
The device was returned for damage to the lcd screen. Upon observation, it was noted the screen was shattered. An internal investigation was done to find potential sources of physical damage. It was found that the fva pin lip seals were failing as excessive contamination was building up on the fva pins. Also, it was found that a screw boss on the handle has begun to chip and will also need to be replaced. The customer complaint was confirmed.

Event description:
The following has been reported: customer confirmed they did not check the screen to see if it was reacting to touch/usable biomed reported: physical damage - damaged lcd screen. No patient harm and did not stop an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input) an active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.